Event description:
It was reported that the customer experienced low blood glucose levels, which required a glucagon shot administered by a doctor. The blood glucose reading was 45 mg/dl. The customer declined troubleshooting for the matter, advising that he had gone too long without eating. He was also assisted with adjusting his temporary basal settings. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.